Event description:
It was reported that during patient use, the silicone broke off of the plastic at the hub. A trach change out was performed as a result. No further complications were reported in relation to this event.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection found the device to have a broken connector, and wrinkles in the cuff. As functional testing, 32 assemblies taken out of production floor inventory were reviewed to see if they had adhesive curing issue; no adhesive issues were detected on the units. The reported customer complaint was not confirmed. The most probably cause of issue been determined to be that damage occurred after product left shm facilities.